Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received insulin flow block alarm. The customer¿s blood glucose level was 400 mg/dl. The customer reported alarm did not occur during fill tubing. The customer reports event was resolved by changing infusion set and reservoir. The reservoir will not be returned for analysis.